Manufacturer narrative:
(B)(4).

Event description:
It was reported all 3 of the patient's ((B)(6)) leads (all 3 from the same lot) had migrated. The leads were explanted and replaced and the patient reported receiving effective therapy.